Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument's wire was broken into the patient; however, the fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 12-jan-2022. The instrument was reportedly inspected prior to use and no issues were identified. The instrument was in use "for hours" prior to the issue, and no issues with the functionality were noted. There were no known collisions during the procedure. It was confirmed that the instrument fragment was retrieved successfully using a laparoscopic micro france forceps during the same procedure. There were no post-operative tests to look for additional fragments, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. One of the cable crimp was still installed and was returned with the instrument. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.060 - 0.113 in length and were not aligned with the tube axis. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system (B)(4). The small grasping retractor had 7 uses remaining after the last use. A review of the site's complaint history identified no other complaints for this instrument. Review of the provided image was consistent with the broken cable allegation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Additional information found in: b4, g3, g6, h2, and h10. The isi aware date was corrected to 01/03/2022. Refer to field b4.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".